Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had fallen a week ago and since the fall, her stimulation has been turning off. A sjm rep met with the pt and was able to reprogram and reset the amplitudes. After reprogramming, when the pt touched just above her ipg with her programmer, stimulation intensity increased. X-rays were taken and follow-up is pending.